Event description:
The patient was handed cytolyt solution in order for the doctor to collect sputum. Instead, the patient drank approximately 10cc of the cytolyt solution. Patient was admitted to hospital for 24 hour observation. There have been no problems experienced by the patient as a result of the cytolyt ingestion.